Event description:
It was reported that this right ventricular (rv) lead exhibited gradually increasing shock impedance measurements since implant with current measurements greater than 125 ohms. Since implanted the patient has only received one anti-tachycardia pacing (atp) therapy and no shock therapy. Technical services (ts) suspects the gradual increase is due to encapsulation and/or ionic build up on the lead. Ts recommended at the next device replacement procedure to perform a 1.1 joule and 41 joule shock to test the integrity of the lead. As of today the lead remains implanted and in service. No adverse patient effects were reported.